Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer k2 edta (k2e) 7.2mg blood collection tubes device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: (4 of 4) eas "it was reported there was platelet clumps. Plt clump flag".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to platelet clumping were observed. The samples were visually inspected for the presence of edta additive, all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of the edta additive that is present in the tube and all samples were within specification requirements. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results/platelet clumping) because the defect was not evident in the testing of the complaint lot (retention) samples. Replicates of both complaint and control samples tested were acceptable in terms of both precision and accuracy. Laboratory visual evaluations of retain samples indicated that the edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was unable to be confirmed with respect to platelet clumping. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes device experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: (4 of 4) eas. "It was reported there was platelet clumps. Plt clump flag".